Event description:
A medtronic representative reported that the screw on an open spine clamp instrument was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the adjustment screw threads were stripped in the middle of the travel. Also, the clamp face was bent to one side causing further difficulty in the travel of the adjustment screw. There were tool marks around the screw head and the retainer ring was also stretched. The reported event was confirmed. The most likely cause of the report was over-torquing the device during use. The device was replaced to resolve the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The part was replaced to resolve the issue. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.